Manufacturer narrative:
The reported event of infection was not confirmed. Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-15464; 2938836-2019-15465; 2938836-2019-15466. It was reported that the system was explanted due to suspected infection. Three months after the implant procedure, the incision was found to be open at one of the corners and not healing properly. After re-opening the pocket, there did not appear to be any infection. The patient did not experience any adverse consequences.